Manufacturer narrative:
Insulin pump received with blank display due to moisture damage on electronics assembly. Unable to perform any test due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into a swimming; customer forgot that she was wearing the insulin pump. Customer reported that as a result, there was fluid under display screen. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.